Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that their blood glucose is low, they were hospitalized, and that there was blood on site. Customer's blood glucose reading was 96 mg/dl. Customer stated that they received button error alarm message and the keys are unresponsive. Paramedics treated customer with glucose gel on another occasion and their blood glucose reading at that time was 26 mg/dl. Customer believes low blood glucose is a result of too much insulin being delivered by the insulin pump. Customer was unable to troubleshoot for low blood glucose as a result of keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had a frozen display and a constant tone alarm due to a problem isolated to the mother board. Unable to confirm the keypad anomaly or perform the functional tests, including the prime, displacement, basic occlusion, occlusion or excessive no delivery alarm tests due to the frozen display. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners.